Event description:
Adverse event: pre-existing nickel allergy. Time of adverse event: after vessel closure. Device issue: none. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, although the pt has a pre-existing nickel allergy, the starclose se device clip, which is mfg with nitinol (nickel and titanium alloy), was used for arteriotomy closure. The pt is asymptomatic. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.